Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-160mg/dl fasting. Verified test strips expire 11/30/2017. Conformed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 86mg/dl and 93mg/dl non-fasting. Reviewed meter memory: (B)(6). Customer's concerns:the customer is concerned with all the results in the meters memory. The date on the meter is incorrect. Customer stated she just got the product (B)(6) 2015 and she is getting low results.